Event description:
It was reported to philips that the system's footswitch was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the treatment was completed as planned with hand switch. The field service engineer(fse) confirmed the footswitch was unable to trigger exposure. The fse found the foot switch was defective. The philips engineer replaced and returned to philips for further analysis. The analysis confirmed the footswitch malfunction and identified a defective cable. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using hand switch. There was not impact on the procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.